Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant date is unknown. It occurred 2 years ago at another facility. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review: manufacturing location: (B)(4) manufacturing date: 07-jan-2016 expiration date: 30-nov-2025 part #: 04.037.142s, lot#: 9974954 (sterile) - 11mm/130 deg ti cann tfna 170mm - sterile. Quantity 5. Inspection sheet for in-process/inspect dimensional/final & tfna assembly inspection met inspection acceptance criteria. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot - 9688750 04.037.912.4 - wave spring, shim ended bp-55 lot - 7921065 04.037.912.3 - tfna lock drive bp-58 lot - 9915720 21127 - raw material lot bp-80 lot ¿ 7949828. Raw material was received from metalwerks pmd, inc. Certificate of analysis received for (B)(4) from metalwerks meet specification. Raw material receiving/putaway checklist meet requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn: ¿sterility documentation was reviewed and determined to be conforming.¿ no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of one trochanteric fixation nail - advanced (tfna) nail, one (1) tfna lag screw and one (1) tfna distal locking screw on (B)(6) 2018 due to an infection. The tfna construct was initially implanted about two (2) years back to treat an unknown trochanteric fracture. The fracture was reported to have healed since; however, the patient developed an infection at an unknown time. Thus, the surgeon decided to remove the tfna construct and treat the infection using an unknown antibiotic cement. The removal of the tfna construct was conducted successfully, with no complications to the patient, except however, the packaging on the sterile reaming rods shearing off on one side while opening two (2) of these reaming rods during the removal surgery. This did not delay the surgery since other sets were available at the time for use. Multiple x-rays were taken during the surgery, however, not due to the reaming rods' packaging shearing off. The patient was reported to be stable. This is report 2 of 3 for (B)(4).